Event description:
It was reported that prior to the generator change procedure due to elective replacement indicator (eri), it was noted that the right atrial (ra) lead was failed to capture. The ra lead was capped on (B)(6) 2023 and the procedure continued with single chamber pacemaker being implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.